Event description:
It was reported that, during a cori assisted surgery, the real intelligence cori froze. It is unknown how the procedure was completed and if there was any delay. The patient outcome is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted surgery, the real intelligence cori froze. The procedure was completed with the main monitor without significant delays. The patient was not harmed.

Manufacturer narrative:
Section b5, d3 and h6 were updated with the new information received. Internal complaint reference number: (B)(4). Section h8 was corrected.

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.